Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report #s 3005099803-2011-01172, 3005099803-2011-01196, and 3005099803-2011-01197 address the other devices. It was reported to boston scientific corporation that two endostat ii electrosurgical units, an endostat ii foot switch, and an injection gold probe were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2011. According to the complainant, all power to the first generator was lost during hemostasis of an arteriovenous malformation (avm) in the patient's cecum. This generator (with foot switch) was then replaced with a second, but it was reported that the nurse had to hold the injection gold probe connector tightly to the bipolar connector on the generator to achieve cautery. The physician, not satisfied with the amount of energy generated by the second console, completed the procedure by placing a hemostasis clip as a precaution. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Note: this foot switch was returned with the complaint device associated with manufacturer report # 3005099803-2011-01172 and was found defective during evaluation. Bsc received notification of this from the manufacturer on (B)(4) 2011.

Manufacturer narrative:
(B)(4). The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found no issues, and the foot switch appeared to function properly. However, during electrical evaluation it was determined that the foot switch had stopped working. The condition of the returned device was consistent with the complaint that "all power was lost to the generator"; the complaint was confirmed. The reported failure was likely due to long or extended use. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified serial number.

Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report #s 3005099803-2011-01172, 3005099803-2011-01196, and 3005099803-2011-01197 address the other devices. It was reported to boston scientific corporation that two endostat ii electrosurgical units, an endostat ii foot switch, and an injection gold probe were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2011. According to the complainant, all power to the first generator was lost during hemostasis of an arteriovenous malformation (avm) in the patient's cecum. This generator (with foot switch) was then replaced with a second, but it was reported that the nurse had to hold the injection gold probe connector tightly to the bipolar connector on the generator to achieve cautery. The physician, not satisfied with the amount of energy generated by the second console, completed the procedure by placing a hemostasis clip as a precaution. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: this foot switch was returned with the complaint device associated with manufacturer report # 3005099803-2011-01172 and was found defective during evaluation. Bsc received notification of this from the manufacturer on (B)(6) 2011.